Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the preloaded intraocular lens (iol) was implanted in the patient's right eye on (B)(6) 2025. Four days after surgery, the patient's distance vision was 0.6p (1.2×s+1.00d c-1. 00da75) and near vision was 0.4. The patient is very satisfied with both distance and middle vision, but somewhat dissatisfied with near vision. A replacement is being considered, depending on future test results. No patient injury was reported, and no other medical intervention was required. Through follow-up, we learned that a lens explant was attempted; however, the lens was left implanted because adhesion between the haptics and the posterior capsule had begun, and the zonule was notably weak. The account indicated that if the lens replacement procedure continued any longer, there was a risk of the iol dislodging. Consequently, the haptic that had been removed from one side was returned to the bag, resulting in the discontinuation of the replacement operation. After the procedure, the patient was prescribed with diquas, an ophthalmic solution to treat dry eyes and after some days, the patient seemed to be able to read small letters. No further information was provided.